Manufacturer narrative:
Analysis was performed on the returned device. The reported loss of arterial access could not be replicated in a testing environment as it occurred due to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that femoral angiogram was not performed. It should be noted that the proglide instructions for use (IFU), states: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs) and / or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. In this case, it is unknown if the absence of femoral angiogram contributed to the reported difficulties. The reported loss of arterial access appears to be related to the enlarged access site from the first device inadvertently pulled back through the vein wall due to procedure circumstance. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The additional proglide device referenced is filed under separate medwatch report number. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of the right common femoral vein was attempted using a proglide device with an 8.5f sheath after an interventional electrophysiology study and radio frequency ablation procedure. No imaging of the right common femoral vein was performed to verify the location of the puncture site. Reportedly, after the foot was deployed, the device was attempted to be positioned but inadvertently pulled back through the vein wall. The foot became caught in tissue and unseated from the body of the device. The foot was removed with the proglide device, it did not remain in the patient anatomy. A second proglide device would not seat inside of vessel when foot deployed due to the hole being enlarged from first proglide. Protamine was given. Manual compression and a femostop were used to achieve hemostasis. A hematoma and recurrent non-pulsatile bleeding developed after four hours in recovery. The bleeding stopped without treatment. There was a clinically significant delay in the procedure or therapy. No additional information was provided.